Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm volux¿ xc into the lower mid face and jowls and was also injected with two other unspecified dermal fillers in unspecified regions. About two and a half weeks later, the patient presented in the office with "bilateral erythematous lumps with pus" on the bilateral jowls as well as redness and swelling to lower mid face and jowls. Patient was given a prescription of keflex and prednisone. Four days later, the patient presented in the office and the abscesses on the jowls were drained. Three days later, the symptoms had improved and hylenex was administered. Event ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00757 (abbvie complaint (B)(4)). This MDR is being submitted for the suspect product, unspecified dermal fillers.